Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 7074875 UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7072677/7072413 UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.